Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after the procedure, during dialysis treatment, a crack in the blue/venous luer adapter was found. There was a leak at the luer adapter. Iodophor was the cleaning agent that was used on the device. The catheter was not repaired. No instrument was used to loosen or tighten the device. A tego was not utilized. The insertion site was not treated prior to product placement. The catheter had been in place for about 2 months. The adapters were tightened by hand. Flushing was done prior to use, and the result was normal. No other products were being utilized with the device. Iodophor was typically utilized to clean the adapters, and the cleaning agents were allowed to dry thoroughly prior to applying ointments to the area. Nothing unusual was observed on the device prior to use, and no other defects or damages were found on the product. No remedial action was performed to address the issue, and the whole catheter was not replaced. The dialysis treatment was completed. There was no blood loss as a result of the event, and no blood transfusion was required. No medical intervention or treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Correction: d4(unique identifier (UDI) #) additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one catheter with a crack on the threads of its venous luer adapter. No other abnormalities were observed with the device. It was reported that the luer adapter was leaking and cracked. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.